Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen dose and con centration not reported via an implantable pump. The indication for use was intractable spasticity. On 04-feb-2020 it was reported that the physician went to refill the pump and the reservoir amount removed was less than expected. The reporter did not have the exact amounts. No troubleshooting was performed. The actions and interventions taken to resolve the issue was the patient had been reached out to for further troubleshooting but they had been unsuccessful in getting a call back. The issue was not resolved at the time of the report. No surgical intervention occurred or planned. The event date was (B)(6) 2020. The patient status was noted as alive, no injury. Further information received indicated that they did not have the volume filled or volume programmed from last refill. The cause of the volume discrepancy was not determined. No action has been taken. The device was still in service. No further complications were reported regarding the event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. On (B)(6) 2020 the patient had missed two refill appointments and showed up to the clinic with a low reservoir alarm. The healthcare provider (hcp) aspirated 0.5ml from the pump and noticed that the patient had a scab near the refill port. The hcp then decided to put the patient on oral baclofen 20 mg tid (three times a day). The patient displayed no signs of withdrawal. The company representative did not know whether the hcp believed the patient accessed their pump and did not known if the hcp filled the pump on (B)(6) 2020.